Event description:
It was reported while using bd vacutainer® serum, a decreased draw volume was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-sep-2025. Investigation summary: bd received four samples for investigation. Customer samples were subjected to functional testing for low or no draw, and all samples failed, exhibiting no draw volume. Additionally, 20 retained samples underwent functional testing for low or no draw, and all retained samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, a decreased draw volume was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.